Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to analyze. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4), the malfunction was duplicated and attributed to the multi-function cable connector not being properly seated to the connector panel. The mfc connector was reseated to resolve the problem condition. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.